Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the full lead was returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was placement difficulty, with the physician noting that it was difficult to push and pull the lead, with the lead giving a lot of resistance and difficulty in adjusting the slack. The physician also noted it was difficult to screw the lead in and out. The patient's anatomy was noted to be tortuous. It was also reported there were unstable thresholds, with the threshold rising from initial values after five minutes, and the impedance rising to high levels in the same time period. Under fluoroscopy, the lead appeared to be in the same initial position. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.